Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain and left side twitching. The right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.